Event description:
During a ptca / stenting treatment procedure, the quantum maverick monorail 12/3.5 mm balloon ruptured at 14 atms on the initial inflation. The lesion being treated was 90% stnotic lesion in the proximal left anterior descending coronary artery. The physician used a 7f terumo introducer sheath for vascular access and an athlete gt-s guidewire and a 7f launcher sl4 osh guide catheter to cross the lesion. The quantum maverick monorail 12/3.5 mm balloon was being used to post-dilate a driver 3.5/18 mm stent. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the stent dilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.